Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b6, b7, h6 (health effect - clinical code, device code(s), and type of investigation).

Event description:
It was reported that this patient with a 21mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve after an implant duration of approximately seven years and two months due to moderate calcification and severe aortic stenosis. The patient presented with shortness of breath.

Manufacturer narrative:
Updated sections: d4: expiration date, h4 device manufacturer date, h6: (type of investigation, investigation findings, and investigation conclusions). H11: corrected data: corrected section: h6: component codes.

Manufacturer narrative:
H10: additional manufacturer narrative: edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm 3300tfx aortic valve, underwent valve-in-valve after an implant duration of approximately seven years and six months due to moderate calcification and severe aortic stenosis. The patient presented with shortness of breath. The tavr was performed with a 20mm 9750tfx valve. On pod #1, the patient was discharged.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve after an implant duration of approximately seven years and two months due to unknown reasons.